Event description:
It was reported that the patient experienced a loss of therapeutic effect following a car accident a month ago. The patient hit the steering wheel in the accident and had issues with her symptoms since. X-rays had not yet been taken, but the patient noted she had an appointment with her physician scheduled for that day at 4 pm. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead, product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).